Manufacturer narrative:
(B)(4), the customer returned one rusch polaris fo su medium handle (44402) for evaluation. Visual inspection confirmed that the handle was broken. The metal rod the blade mounts to was separated and the plastic around that area was broken off. Damage seen is similar to the failure mode captured under a previously opened scar (supplier corrective action request). A functional inspection of the handle was unable to be performed due to the damage on the device. The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The instructions provided on the label of this device state, "check functionality by pressing the led (can also be check wile handle is still in packaging). Mount blade and click into place. Lift blade and verify illumination." A review of the declaration of conformity (doc) and DHR found that the handle passed all the release criteria. The device was released in 07/2020 and is less than one year old. The complaint of a broken handle has been confirmed by a complaint investigation of the returned sample. The metal rod the blade would mount on was separated and the plastic was broken off where the rod would be. Based on the complaint sample returned, the root cause of this compliant is likely supplier related. A scar has previously been initiated to further investigate this failure mode. The root cause has not yet been determined.

Event description:
It was reported "yesterday, when intubating a patient, my laryngoscope handle broke. The plastic connectors that hold the small metal bar where the actual blade attaches completely broke". It was reported that another handle was used. No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "yesterday, when intubating a patient, my laryngoscope handle broke. The plastic connectors that hold the small metal bar where the actual blade attaches completely broke". It was reported that another handle was used. No patient harm reported. Patient condition reported as "fine".